Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported getting a settings not available, cannot provide your desired intensity settings message. Pt noted they have tried taking out the battery and nothing is helping. Pt was redirected to their healthcare provider (hcp) to address the issue. Additional information was received from the patient. They reported that they called their manufacturer rep to come to their next appointment. They stated rep fixed the problem. One of their leads had died so they rerouted from a new one.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# va2sbfw022 implanted: (B)(6) 2023 product type lead product ID 977a260 lot# va2s4lb040 implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-apr-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 10-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.